Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry, material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent primary breast augmentation with two 405cc mentor memorygel breast implants. Post-operatively, the patient felt the implants were causing her unspecified health issues. The patient was also diagnosed with bilateral little asymmetry. As a result, the patient underwent bilateral en bloc capsulectomies and bilateral breast implant removal on (B)(6) 2022. Upon removal, the right breast implant was discovered to have ruptured and leaking. The implants were removed without replacements. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On march 17, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
On april 8, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mod classic gel, 405cc breast implant was found to be ruptured and received in two (2) parts, additionally, an area of shell abrasion was observed in the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.